Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported their device was malfunctioning. It was giving them extreme jolts all of the time. The patient further stated the jolts happened when she sat down and stood up but now when she lay down. The jolts also only happened when the weather was bad. The jolts were so strong she couldn't lift her legs. It was noted the patient had some jolts before she got the device, but not this extreme. When she turned stimulation on she had to have her finger over the decrease button because when it was turned it went sky high. She started with stimulation low so she couldn't feel it. According to the patient they were going to be meeting with the manufacturer's representative (rep) tomorrow. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.